Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 220 units of insulin, and after adjusting to 75 units, the insulin gauge remained static. During the time of the reported event, the customer reloaded the cartridge successfully and received an accurate fill estimate. There was no reported impact to the customer's blood glucose level.